Manufacturer narrative:
(B)(4). Batch # r92m5z. Investigation summary: the device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the tip of the instrument broke off. The tip was retrieved from the patient. A second like instrument was used to complete the procedure. There were no patient consequences reported.